Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of the reported problem. A philips remote service engineer (rse) inspected the system remotely but could not reproduce the system hang up issue. Analysis of system logs could not confirm the reported malfunction. As the issue could not be confirmed, nor reproduced, no action was taken by philips service engineer. No further similar issues with this device have been reported till date. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device started hanging. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.